Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that the patient suffers from severe pain, discomfort and inflammation in his right hip, thigh and groin. The patient also alleges audible "popping" sound, a loosening sensation and unsafe amounts of cobalt-chromium metal ions. Update: 11/16/2012 - medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update received 12/17/2014. The sales rep has reported the revision surgery. Patient was revised to address pain and elevated ion levels. Intraop cultures were also positive for infection. Report also noted that the liner was not flush with the cup, but was well fixed. Complaint was updated on 1/6/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A worldwide complaint database search found no additional related reports against the provided product code /lot code combination(s). The patient was primarily implanted with depuy devices in (B)(6) 2002 and revised with positive infection in (B)(6) 2014. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than twelve years post primary implantation. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).